Event description:
Endoleak (type IV suspected): an evar was performed as per the usual procedure. Via left common femoral artery approach, a main bifurcated stent-graft (28-b2-28-100u, lot#2108250142), the contralateral leg stent-graft (right side, 28-l2-17-080u, lot#2107170158), and an ipsilateral leg stent-graft (28-l2-24-100u, lot#2109020072) were implanted. After touch-up, final angiography was performed, and a leak was observed from near the overlap of the main bifurcated stent-graft and the contralateral leg stent-graft. A gekira balloon catheter (cosmotec) was used for touch-up again, and angiography inside the stent-graft was performed, but the leak was still observed. As the overlap length was long enough, the physician completed the procedure assuming that type iiia was unlikely, and the leak would disappear. There was also a possibility of type IV from the ipsilateral leg (28-l2-24-100u). Operation type: evar ancillary devices used: 28-b2-28-100u (lot#2108250142) and 28-l2-24-100u (lot#2109020072) (tc#bm220302308). Patient outcome - "no health damage to the patient."

Event description:
Endoleak (type IV suspected): an evar was performed as per the usual procedure. Via left common femoral artery approach, a main bifurcated stent-graft (28-b2-28-100u, lot#: 2108250142), the contralateral leg stent-graft (right side, 28-l2-17-080u, lot#: 2107170158), and an ipsilateral leg stent-graft (28-l2-24-100u, lot#: 2109020072) were implanted. After touch-up, final angiography was performed, and a leak was observed from near the overlap of the main bifurcated stent-graft and the contralateral leg stent-graft. A gekira balloon catheter (cosmotec) was used for touch-up again, and angiography inside the stent-graft was performed, but the leak was still observed. As the overlap length was long enough, the physician completed the procedure assuming that type iiia was unlikely, and the leak would disappear. There was also a possibility of type IV from the ipsilateral leg (28-l2-24-100u). Operation type: evar. Ancillary devices used: 28-b2-28-100u (lot#: 2108250142) and 28-l2-24-100u (lot#: 2109020072) (tc#: bm220302308). Patient outcome - "no health damage to the patient."